Manufacturer narrative:
Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000050731. Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the patient experienced ineffective therapy and discomfort at the ipg site. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which of the leads attributed to the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the entire system was explanted to address the issue.